Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator ins for lumbar radiculopathy and spinal pain. It was reported that there was poor telemetry or no telemetry with recharging. The patient reported poor communication and the ins won't come on. The patient reported that they were getting a reposition antenna screen when they tried to charge the ins. The patient reported that the last charging session was more than one to three months ago and was redirected to hcp to address possible overdischarge (od). No patient complications have been reported because of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of the event determined that the last successful recharge of the device had been about a month prior to the report and that when trying to charge, they were getting the reposition antenna screen.